Event description:
It was reported, prior to clinical use of the device, the battery voltage indicated 3.17v on initial interrogation. However, after first charge, the battery voltage went down to 2.76v. Consequently, the device was not attempted for implantation. Another device was selected and implanted uneventfully.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the implantable pulse generator was returned and received sealed in its sterile packaging. The device was interrogated in its sealed, sterile packaged, and no anomalies were found. Visual examination of the connector block found no anomalies with the grommets or setscrews. Primary analysis finding: no anomalies were identified.